Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to the patient having a heart transplant. Subsequently, this device was pulled from archives for further analysis testing.